Event description:
01/19/99: bilateral saline mammary implants surgically placed. The left breast implant slowly but progressively lost volume until it was obvious that the implant was failing. 03/04/99: failed left mammary implant was explanted. Identical replacement was inserted. Pathology evaluation of device revealed a partially collapsed silastic breast implant.